Event description:
Machine #1 involved in code event of pt. Power remained steady during and after event. After event, machine was unplugged and removed to repair area of unit in where it was taken out of service to do functional test, but is tripping all power supplies that it is plugged into. Cannot re-establish power to machine due to its tripping the gfci in the outlet.